Event description:
It was reported that (1) er320 device was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the stapler did not reopen, after handle was squeezed to load the first clip. It was never used on the pt. There was no consequence to the pt.